Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced insulin flow blocked alarm event on 22-sep-2025. The blockage was located in the tubing. No further information available.